Manufacturer narrative:
(B)(4). A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's spouse reported that the patient was hospitalized and had been diagnosed with pleural effusion due to a diaphragmatic leak. The patient was hospitalized from (B)(6) 2016. The patient's medical records have been requested but have not yet been made available.

Manufacturer narrative:
Clinical review of the medical records do not reveal a causal relationship between fresenius peritoneal dialysis products and the patient¿s hospitalization for pleural effusion. The patient was diagnosed with peritoneal dialysis catheter dysfunction and converted to hemodialysis. The patient was diagnosed with peritoneal dialysis catheter dysfunction and converted to hemodialysis. The peritoneal dialysis catheter is not a fresenius manufactured product. In addition, the patient was found to have pleural effusion. In addition, the patient was found to have diaphragm communication. The confirmed diaphragm communication is a complication of peritoneal dialysis and would have been the likely cause of the patient¿s pleural effusion. No conclusion can be made regarding any causal relationship between the patient¿s hospitalization and the patient peritoneal dialysis products.

Event description:
The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency department with shortness of breath during his fill when doing dialysis that worsened while lying down. The patient found he was retaining fluid when using his 1.5% solution so used his 4.25% for his next treatment on the cycler. He had a 1.6l ultra-filtrate, felt better but continued with his shortness of breath. Previously he had not had any problems with an almost three liter affluent, however he was feeling full and pressure pushing up on his diaphragm. He reported weight gain in the past few days. He denies constipation. The patient had lung imaging that was concerning for right sided effusion. On (B)(6) 2016, the patient had ultrasound - guided right thoracentesis with removal of 1660ml clear and serous fluid withdrawn. Studies reveal the fluid was consistent with peritoneal fluid. This was confirmed via peritoneal scintigraphy demonstrating moderately large peritoneal right diaphragmatic communication. The patient continued to have ongoing shortness of breath. A repeat chest x-ray after thoracentesis demonstrated residual moderately-sized pleural effusion. A repeat ultrasound-guided thoracentesis was ordered for (B)(6) 2016. Thoracic surgery was consulted and on (B)(6) 2016, the patient had a right chest pleurex catheter placed. Additional fluid was drained. On (B)(6) 2016, peritoneal dialysis was reattempted but there were problems and the dialysis could not be completed. The patient was administered hemodialysis on (B)(6) 2016. The patient was discharged (B)(6) 2016 and diagnosed with peritoneal dialysis catheter dysfunction.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.